Event description:
On (B)(6) 2013, the reporter contacted animas to report that since (B)(6) 2013, the patient obtained elevated blood glucose readings ranging from 404 mg/dl to 543 mg/dl, and she experienced the symptoms of thirst and hunger. The patient noted she was also suffering from a sinus infection for one week. The patient noted she was unable to correct her elevated blood glucose levels with either the insulin pump or with injections. The patient replaced the infusion set and noted no issues with the tubing or cannula. Troubleshooting revealed the pump¿s date/time and advanced settings were correct and all total basal/bolus doses given correctly matched those programmed. It was also determined the patient had incorrectly set the basal rate, with no basal dose given between 10:00 am to 12:30 pm. There was no evidence the pump was not accurately and correctly delivering insulin as programmed. The patient¿s technique was incorrect by not programming the pump with her correct basal settings, which may have contributed to under-infusion of insulin. However, as the patient suffered blood glucose levels suggesting severe hyperglycemia after this issue occurred, this complaint is being reported.

Manufacturer narrative:
Follow-up #1: device evaluation: the pump has been returned and evaluated by product analysis on 01/26/2015 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. On investigation, the alleged history/setting issue was not verified in the black box or duplicated in the evaluation. Review of black box data found that the current date range did not cover the complaint date due to continued customer use. Review of current date range did not find any activities out of normal use. The total daily delivery reflected the user¿s programmed basal rates. Using the returned caps, the pump powered up and performed properly. A rewind/load/prime sequence and a 24-hour pump exercise were executed without incidences. Pump delivery accuracy was within specifications. Bolus delivery exercises were completed and recorded correctly. Unrelated to the reported issue, the battery compartment was found to have cracked between the grip pad and the pump cover.